Manufacturer narrative:
As reported, drape ripped compromising sterile field. Subsequent to surgery, patient developed an infection of undetermined origin.

Manufacturer narrative:
Correction to the patient demographic information. Correction to actual event date.

Manufacturer narrative:
Incorrect patient information was reported on follow up report #1. Correct information now provided.

Event description:
Surgeon reported there was a problem with the o-arm drape ripping during a cervical procedure, therefore, compromising the sterile field. Patient reported to have developed an infection subsequent to this procedure.

Manufacturer narrative:
As reported, drape ripped compromising sterile field. Subsequent to surgery patient developed an infection of undetermined origin.

Event description:
Surgeon reported there was a problem with the o-arm drape ripping during a cervical procedure, therefore, compromising the sterile field. Patient reported to have developed an infection subsequent to this procedure.